Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has an infusion set that is clogged and also has high blood glucose that ranges from 300 mg/dl to 600 mg/dl. He said that when he took the infusion set out, it was not bent. During troubleshooting for high blood glucose, the customer said that his blood glucose at the time of the incident was 347 mg/dl and that his current blood glucose is 373 mg/dl. He said that he had been hospitalized but that it was not related to diabetes. He had to have surgery. He treated his high blood glucose with 24 units from his pump. The drive support cap appeared normal. The customer said that there were air bubbles in the tubing and the reservoir and confirmed that he was disconnected. The customer was advised to remove reservoir, rewind, reinsert reservoir and to run a manual prime/fill tubing with his current set. He stated that insulin did exit at the quick release. While checking his settings, his pump prompted him to rewind and when he was priming it, it alerted him that the reservoir was low. He was advised to fill a new reservoir to prime the pump with a little more than 20 units in order to run the high-pressure test and to finish troubleshooting. The customer declined and said that he will change the set and go from there. During air bubbles troubleshooting, the customer said that some of the air bubbles were champagne sized but that some of them were bigger in the reservoir and also sees them in the tubing. He mentioned that he did not have the site connected for four hours. After troubleshooting, he mentioned that the bubbles were successfully removed. The pump, the reservoir and the infusion set are not returning for analysis.